Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited high capture threshold and low pacing impedance. The patient was brought into the clinic. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.